Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Additionally, it was verified that there are manufacturing controls to avoid potential causes related to the reported malfunction.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during preparation before use of this pressure monitoring set with vamp, the pressure tubing detached from the connection to reservoir. There was no allegation of patient injury.